Event description:
It was reported that during use of atrial lead, far field r-wave (ffrw) oversensing on atrial high rate episodes, and apparent atrial undersensing on ventricular high rate episode observed. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.